Event description:
It was reported that the patient's lead had migrated at an unknown date and was confirmed through xrays. The patient later had their system explanted on (B)(6) 2019 due to a lack of relief.